Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the ventricle wall the day after the initial implant. During the discharge check there was non-capture observed along with increased pacing impedances and threholds. An x-ray was performed and confirmed perforation. As result, the patient underwent a surgical revision wherein the rv lead was repositioned and the patient received intravenous antibiotics to resolve the issue. The rv lead remains in service. No additional adverse patient effects were reported.